Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 15mm longitudinal tear starting at the proximal balloon weld. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.